Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 67.4 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 12 oct 2023. It was reported that the device failed to cross the lesion. The 80% stenosed target lesion, located in moderately tortuous and moderately calcified left anterior descending artery, was 12 mm long with 4.0 mm blood vessel diameter. A 4.00 mm x 12 mm promus premier was advanced for dilation, but could not cross lesion. The procedure completed with another of same device and the patient was stable. However, the device analysis identified a shaft break at 67.4 cm distal to the distal end of the strain relief.